Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the pump logs; however, no failure was identified related to the altitude alarm. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The contact reported that the pump was alarming for 5-6 hours and has not been able to clear the alarm. The customer's blood glucose level was not impacted.